Manufacturer narrative:
Additional information: patient weight not available. Procedure information received. Serial number received.

Event description:
The surgeon accepted lead placement during the case, but did not find an optimum setting. MRI follow up was pending to potentially redo the case. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device serial number, unavailable at the time of filing. UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported an alleged inaccuracy with the navigation system. There was an issue with lead placement during an electrode and probe placement procedure. No additional information was available.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Patient weight added. Additional event information added. If information is provided in the future, a supplemental report will be issued.

Event description:
Imaging was not aborted. The case continued and was successful. The patient was not impacted.